Event description:
The surgeon reported seeing fibers in a patient's eye at the post-op exam. The surgeon stated that the patient is doing well, and there are no plans to remove the foreign material.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.